Event description:
It was reported that while in surgery the instrument broke during the removal from the patient. All broken pieces were removed from the patient. There was no substantial procedural delay due to the breakage of the instrument. S+n back up was available if needed.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection confirms the spacer trial has a piece broken off. The broken piece was returned. The device also has multiple scratches, burr and gouges in the plastic. This device was manufactured in 2009. The device exhibits signs of significant use and wear. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.